Event description:
Per the audiologist's report, this patient's electrode array showed a progressive number of open circuit electrodes over time. The patient has a history of middle ear infections along with pain and swelling. X-rays confirmed correct positioning of the electrode array. Integrity testing performed on 12/2006 shows normal receiver/stimulator functioning, but electrode array anomalies. The surgeon planned to explant the device two months later and reimplant the patient with a new device.

Manufacturer narrative:
This type of event is addressed in the device labeling.